Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, the right atrial lead exhibited p wave measurement anomaly. A stylet was attempted to be inserted into the lead for repositioning but was unsuccessful. The lead was not implanted and replaced successfully. The patient was in stable condition.